Event description:
It was reported that the bd precisionglide¿ specialty use sterile hypodermic needle leaked during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ specialty use sterile hypodermic needle leaked during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd received one hundred ten needles from lot 7298901 for evaluation. Our quality engineer randomly selected eleven samples to be leak tested. All of the samples passed the leak test and the engineer was unable to determine a possible root cause for the reported issue of leakage. Since a root cause could not be determined no corrective actions were identified for this issue. A review of the device history record could not be performed as the lot number was produced more than ten years ago and the records are no longer available for review. Investigation conclusion: not applicable. The defect could not be confirmed as reported.

Event description:
It was reported that the bd precisionglide specialty use sterile hypodermic needle leaked during use. No reports of serious injury or medical intervention noted.